Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bug was found inside the tubing of an access set. This issue was observed before use. There was no obvious damage to the case or packaging. There was no patient involvement. No additional information is available.